Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 5 years, 11 months, and 18 days post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve required intervention due to stenosis and was receiving a 34mm non-edwards valve inside the failed s3 after their case.